Event description:
It was reported that the patient had an x-ray taken but had not been seen by the doctor at the time of report. It was reported that the ins would remain off until could see the healthcare provider.

Event description:
It was reported that the patient believed her lead wire had moved. This happened when "she stretched too far doing extra things because she was feeling better." It was stated that this had happened about one month prior to the report. It was stated that she had pain and extreme vibrating, "kind of like a shock," above her heart and in her armpit. After that it went to her left hand "shut" when she felt a surge of vibration. It was stated that patient's upcoming appointment would take place six days after the report. It was stated that the patient would leave the device off until she saw the doctor. Additional information has been requested but was not available as of the date of this report. When received, a supplemental report will be submitted.

Manufacturer narrative:
Concomitant products: product ID 37746, serial# (B)(4), product type programmer, patient; product ID 37754, serial# (B)(4), product type recharger; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type lead; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type lead; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type lead; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type lead. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).